Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(6) 2010: per the ahus svc tech - "century iii whirlpool tipped over spilling water all over floor." Ahus svc tech also states that a calypso chair was involved (model# cdb7003-01; sn (B)(4)). (B)(4).